Event description:
A customer contacted beckman coulter inc., (bci) stating that total human chorionic gonadotropin (tbhcg) qc decreases towards the end of the reagent pack . The issue has been occurring on several different reagent lot numbers. The customer has not seen any erroneous tbhcg patients' results. The customer has not received any reports of any injury or change to patient treatment in connection with this event.

Manufacturer narrative:
A customer product line support (cpls) is currently investigating, report results are pending. There is no indication that service was sent for this event. To date, no clear root cause could be determined for this event.